Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 3:30 pm due to high blood glucose and flu. The customer's blood glucose at the time of the incident was over 800 mg/dl. Their blood glucose value at the time of admission was unknown. The customer treated with bolus from the insulin pump and manual injection. The customer wearing the pump at time of hospitalization. Customer's current blood glucose value was 167 mg/dl. Troubleshooting was performed. Customer reports insulin exited at the quick release. There were no leaks or air bubbles. The device passed the self-test and the displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.